Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7227330.

Event description:
It was reported that the patient experienced a worsened back spasm. The patients leads were pulled out and patient was doing well postoperatively. The trial leads were discarded per hospital policy.